Event description:
It was reported to philips that the wireless foot switch was not working. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The clinical usage of the system is unknown, and patient and the procedural outcome was unknown due to insufficient information. There was no harm to patient/user reported to philips. Philips provided a quote to the customer for a wireless footswitch replacement, but the customer declined the quote as the system is functional with a wired footswtich; no device inspection was performed by philips. No further information has been received from the customer regarding this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected. H3 other text : on-site/remote evaluation declined; no further information received.